Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The events of seroma-late, and capsular contracture are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: seroma-late, and capsular contracture. Device evaluation: the device related to the reported event of inflammation/irritation, pain, capsular contracture, and seroma-late, was received on aug 01, 2022 with lot number 2833656. Visual analysis of the returned device identified, weight to the spec and deformation. After autoclave cycle were observed: cloudy color in the gel and voids. Based on the device analysis the final assessment is: no issues found related with the manufacturing process.

Event description:
Patient reported pain against left device. "Fibrous capsule with chronic nonspecific inflammation", mild fluid collection, and capsular contracture, baker grade unknown was later reported. Device has been explanted.